Event description:
It was reported that 2 weeks following the system implant the patient developed a seroma. It was noted that there was fluid buildup by the pump pocket, and the health care provider planned to drain the seroma. It was later reported that the manufacturer representative covered this case on (B)(6) 2014 and had not seen this patient since implant. It was noted nothing at implant was out of the normal. Further information was not provided at that time. The pump was being used to deliver dilaudid at 0.24 mg/day. Additional information received reported that on (B)(6) 2014, the patient went to their hcp for low back, left thigh, right knee, and neck pain. The patient had continued to have a lot of pain and also had swelling around her abdomen. The patient was reportedly sleeping too much; had to take a nap several hours a day, which was not normal for her. The patient was groggy and sleepy all the time. Most of her pain was reportedly in her back, abdomen, right knee and right sciatic nerve. The pain pump had really helped the pain but hadn¿t completely taken it away, and the pain was rated 4/10. The patient¿s abdominal swelling was significant, and examination of the abdomen noted a 6x3x2 inch abdominal swelling around the pump incision, which was tender to palpation, but no erythema or signs of infection, was not hot to touch and no drainage. Left sacroiliac tenderness was moderate; with severe tenderness to palpation over the right sacroiliac joint (sij), and the right hip at the greater trochanter. The hcp was concerned for seroma, hematoma or catheter leak. A pocket revision was scheduled for the next day. No adjustments were made to the pump due to the severe swelling. Aggravating factors were reported as cold, activity, lifting, weather changes, standing, bending over and walking. During the revision, a large amount of serosanguineous fluid was drained from the pocket and cultures were obtained. It was noted the patient had a large hematoma in her abdomen. The pump was removed and appeared to be intact, and the catheter also appeared to be intact. There were small areas of bleeding throughout the pocket, noted as ¿probably secondary to the patient¿s chronic celebrex use¿. The pump and catheter were replaced back into the pocket. The patient returned to her hcp on (B)(6) 2014 for a post-procedure check, and was reportedly feeling much better; however, the pain was rated 9/10. The patient was still worried about the swelling over her pump, which was much less pronounced than before the revision. The patient¿s pain had become more manageable and her level of function had improved since starting opioid therapy. The patient had some swelling of the right sided abdominal incision, with no evidence of drainage or infection. The hcp planned to continue monitoring the incision for return of hematoma and follow-up was planned for 1 week. The pump rate was increased 4%. The cause of the event was hematoma. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).